Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula kinked events from 01-sep-2024 to 10-oct-2024. Event occurred after three hours of insertion. Insertion site was at upper buttocks. The set was in use for 24-48 hours. Blood glucose levels were reported to be high during the event and also patient was diagnosed with ketones. Patient took correction injection via multi-daily injection, replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 10.